Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated from the cobas® sars-cov-2 assay. A customer from the united states alleged that they generated a triple positive result with the cobas sars-cov-2/influenza a/b assay. On (B)(6) 2021 they ran a sars-cov-2/influenza a/b assay on the cobas liat system that generated sars -cov-2 detected, influenza a detected, influenza b detected results. The customer repeated the test, using the same patient sample on a different cobas liat system (s/n (B)(4)) that generated sars -cov-2 not detected, influenza a not detected, influenza b not detected results. Patient sample was collected using nasopharyngeal swab and universal viral transport media. There was no allegation of harm to the patient. The investigation to assess the customer allegation is ongoing. A supplemental MDR will be submitted upon the conclusion of the investigation.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. (B)(4).